Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported her husband had symptoms of hypoglycemia, with an aviva combo system blood glucose result of 26 mg/dl at 3:58 pm. Customer's wife called his trainer and was advised to give him soda with a spoon of sugar. Customer was not able to self-treat. She tested him again with the aviva combo system at 4:17 pm and his result was 31 mg/dl. She then gave him the soda with sugar, and then made him a grilled cheese sandwich to eat. Same system retest result at 4:27 pm was 225 mg/dl; at 4:42 pm, 138 mg/dl. He was feeling better in about 30 minutes. Controls were sent to check meter system.